Manufacturer narrative:
(B)(4). Death.

Event description:
Two endeavor sprint over the wire (otw) drug eluting stents were implanted during index procedure; one in the mid rca and one in the proximal rca. It is reported that the patient expired approximately 3 months post index procedure. The cause of death is unknown. It is reported that the patient died in sleep. There is no autopsy report available. (Ref MFR # 2953200-2011-00329).